Event description:
The product was returned to the manufacturer for analysis with no documented reason for return. Review of the device registration system shows the unit had been placed in 2005 and was retrieved in 2006.

Manufacturer narrative:
Final device analysis results reveal two conductor wires broken; detected straight wire conductors fractured in the returned lead. Product inspection showed one conductor was broken at the distal edge of the #4 electrode. A second conductor was broken at the distal edge of the #2 electrode. Results of visual exam revealed the outer insulation was intact. The proximal connector was intact and undamaged. Product service life was eight months. Investigation summary: reduced device performance occurred and was related to the event.